Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The medical doctor was paged but he had no time to troubleshoot the insulin pump. The doctor also felt the customer did not know how to use the insulin pump correctly. Nothing further was reported.